Manufacturer narrative:
The root cause of this incident was not definitively determined. Based on review of the device history records, the investigation concluded that the root cause was not related to the design, manufacture, and/or sterilization of the instrument. The instrument malfunction was able to be reproduced using samples from the same lot via unintended use error.

Event description:
It was reported by (B)(4), an onkos sales representative, that two 4.3 x 200mm drill bits fractured intraoperatively on (B)(6) 2024 in the process of implanting a my3d acetabular reconstruction implant (case # (B)(4)) into a 79-year-old male patient. Drill bit fragments reportedly remain implanted in the patient.